Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. Upon visual inspection, it was noted that a portion of the disposable set undergone the priming process. The sample bag contained a large amount of air in the bag. The clamps were examined and appeared to clamp the tubing fully. The run data file (rdf) was analyzed for this event. The signals from the run data file indicate that it is possible that the sample pouch clamp was opened and allowed air, from set pressure, into the sample pouch. The first pressure alarm occurred after the platelet bag evacuation substate ended. When the customer began the second pressure test, it took several seconds for the pressure to build which indicates the sample pouch was reclamped but possibly not when the alarm was occuring. Pressure did not reach the required setting in time and this caused the second alarm investigation is in progress. A follow-up report will be provided.

Manufacturer narrative:
Investigation: no defects or mis-assemblies were noted. The rdfs were reviewed and confirmed the sequence of events as described by the customer. Following the first alarm, the access pressure sensor signals rapidly decreased which possibly indicates that the sample bag clamp was opened and allowed air from the set¿s pressure into the bag. The customer pressed the continue button and the system began the pressure test and attempted to increase the aps pressure. It took a couple seconds for the pressure to build which indicates that the sample bag clamp was re-clamped, but possibly not while the alarm was occurring but rather while the pumps were attempting to pressurize the kit. The second pressure test failure alert occurred and from this alert screen and the operator chose to unload the cassette. The same set was then reloaded. During the second loading attempt, there were no issues or indications that the sample bag clamp was reopened. Following ac prime, the operator was at the donor connect screen when they noticed air in the sample bag, ended the procedure and unloaded the cassette. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for air in the sample bag could not be definitively determined. Itis possible that alarms were caused because the tubing was not fully occluded by the clamp a sit has been found that if the tubing is deflected from the pinching area, air can get past a closed clamp. Subsequently, if air is not fully removed from the sample bag and the clamp is then properly closed, it is possible for the kit to successfully complete the set pressure test and prime. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported that they received 2 pressure test alarms prior to the start of a platelet collection procedure. The customer unloaded and reloaded the disposable set and was able to complete prime without any further problems. Per the customer, the technician closed the sample bag clamps correctly and followed the instructions as prompted by the trima machine prior to connecting the donor, the customer noticed a large amount of air in the sample bag. The disposable set was unloaded and not used. The procedure was completed with a new disposable set. No patient (donor) was connected at the time of the event. No patient (donor) information is reasonably known. This report is being filed due to the potential for injury if the same failure were to reoccur.

Manufacturer narrative:
Investigation: attempts to recreate the alarm with the returned set were unsuccessful. The clamp to the sample bag fully occluded the line. Approximately 80mls of air were measured to be in the sample bag. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Correction: a voluntary medical device product recall notice was distributed to customers detailing the possible failure modes, necessary actions to be performed by the customer if air is in the bag, and risks to the donor. The operator¿s manual also includes a caution to confirm that no air is present in the sample bag before connecting the donor.